Event description:
Boston scientific crm (bsc) received info from a bsc field rep that this recently-implanted bsc implantable cardioverter defibrillator (ICD) was associated with a report of a pt death due to ischemic cardiomyopathy as determined by an autopsy. Initially, it was reported to the rep that the pt passed away due to a ventricular tachycardia that was not converted by external shocks and had occurred at a rate slower than programmed device therapies. The rep also reported that decompensated heart failure was listed as a complication to the cause of death. The rep reported that the pt experienced a vt at a rate of 150 beats per minute, as observed through telemetry strips, with the device programmed to provide tachycardia therapies at 185 beats per minute for vt and 220 beats per minute for ventricular fibrillation. Approx two days before presenting to the hospital, the pt's device had been interrogated by the rep during a post-implant wound check; there were no stored episodes and no evidence of device anomalies, and the pt had discussed not feeling well at that time. Following the completion of the autopsy, the rep reported the same physician who made the initial assessment of cause of death had reviewed and agreed with the autopsy's finding of cause of death, and did not believe that the device or leads had caused or contributed to the pts death. The rep also reported that an echocardiogram had been performed while the pt was hospitalized, and there was no evidence of a perforation or any lead-related issues. The rep reported the device is believed to have been buried with the pt, but she would f/u and return the device if it was available for analysis. No interrogation of the device occurred after the pt passed away, and the rep was not contacted until two days after the pt's death.

Manufacturer narrative:
This report will be updated if add'l info is received.